Manufacturer narrative:
The reported meter to laboratory comparisons were each performed with samples collected within 5 minutes of each other. One vial of the reporter's remaining test strips were provided for investigation where they were measured using a retention meter and retention controls. The test strips and vial showed no defects. Results (specified target qc range 2.6 - 3.2 inr): qc1 = 3.0 inr, qc2 = 3.0 inr, qc3 = 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs plus meter serial number (B)(4). On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 5.0 inr. At an unknown time on the same day, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.7 inr. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 4.1 inr. At an unknown time on the same day, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.6 inr. When collecting samples for meter testing, the patient did not wash her hands before sample collection. It is unknown if the patient used antibacterial gel on her hands prior to sample collection. The patient's therapeutic range is 2 - 3 inr.